Event description:
It was reported that vessel perforation occurred. The 99% stenosed target lesion was located in the severely tortuous and non-calcified internal carotid artery. A bsc filterwire was placed in position and the lesion was pre-dilated with a sterling balloon. A 8.0-29 carotid wallstent was the advanced to the lesion. The device had difficulties in crossing but eventually crossed and the stent was placed without further problems. Subsequently, the lumen was viewed with an opticross 18 imaging catheter and post-dilatation using a 6.0mm x 30mm x 135cm sterling balloon catheter. Bleeding was observed from the center of the stent. Protamine was injected, dilatation using a 6mm balloon was performed, and the neck region was compressed to stop the bleeding and the procedure was completed. The patient left the operating room without symptoms. Physician commented that the bleeding might have been caused by the stent getting caught while passing through the stenosis. No further patient complications were reported. It was further reported that vessel perforation was not reported.

Event description:
It was reported that vessel perforation occurred. The 99% stenosed target lesion was located in the severely tortuous and non-calcified internal carotid artery. A bsc filterwire was placed in position and the lesion was pre-dilated with a sterling balloon. A 8.0-29 carotid wallstent was the advanced to the lesion. The device had difficulties in crossing but eventually crossed and the stent was placed without further problems. Subsequently, the lumen was viewed with an opticross 18 imaging catheter and post-dilatation using a 6.0mmx30mmx135cm sterling balloon catheter. Bleeding was observed from the center of the stent. Protamine was injected, dilatation using a 6mm balloon was performed, and the neck region was compressed to stop the bleeding and the procedure was completed. The patient left the operating room without symptoms. Physician commented that the bleeding might have been caused by the stent getting caught while passing through the stenosis. No further patient complications were reported.